Event description:
A patient reported they were not seeing any symptom relief. They were wearing a patch that helps with their jerking and it seemed to be interfering with the insterstim device. It was advised that the patient could contact their healthcare providers (hcp) office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they thought the device was interfering, but they saw the healthcare provider (hcp) and they adjusted the device. They stated that everything was working great now. The patient mentioned that it needed to be reset. It was reset, and the problem was solved. There were no further complications reported as a result of this event.